Manufacturer narrative:
The device passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No frozen screen and no reservoir alarm anomaly noted. All buttons functioning properly no damage on the keypad assembly and the connector was not unlocked during visual inspection. Pump error 4 and 53 found in the pump history due to hardware issue memory corruption when aa battery voltage is about 0.9v. Pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Event description:
It was reported via phone call that the customer's insulin pump received a frozen display and it shows no reservoir; the customer was unable to receive any button input and time was not advancing. The patient's blood glucose at the time of incident was 4.0 mmol/l. The customer was advised to change the reservoir and insulin, and when she did the pump resumed normal function. The customer's alarm history was checked and a software error and a miscommunication between the motor arm and the main arm was found. The customer managed to rewind the pump after the motor anomaly occurred but was advised that the first occurrence of that error are grounds for pump replacement. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The device passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No frozen screen and no reservoir alarm anomaly noted. All buttons functioning properly no damage on the keypad assembly and the connector was not unlocked during visual inspection. Pump error 4 and 53 found in the pump history due to hardware issue memory corruption when aa battery voltage is about 0.9v. Pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.